Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model rvdr01 implantable pulse generator (ipg) implanted: (B)(6) 2012; model 5086mri52 implantable pacing lead implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient experienced a pericardial effusion, with the suggestion of metallic artifact from the atrial lead out of the myocardium. The patient reported shortness of breath, atelectasis and fever. A computerized tomography scan (CT) was recommended. The patient was hospitalized and antibiotics administered. No further patient complications have been reported as a result of this event. The patient is part of the (B)(6) study.